Manufacturer narrative:
The device had intermittent button response and it alarmed button error due to corroded keypad traces. No moisture damage was found during visual inspection on the lcd board, mother board, interface board, radio frequency board, motor, vibrator, or battery tube. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call, he was on vacation and stated he fell in the ocean with the device, which was fully submerged for about a minutes. The device is now alarming button error. Customer's blood glucose was 171 mg/dl. Troubleshooting was performed and fluids were noted under the lcd display. Customer was advised to discontinue use of the device and revert to back up plan. He agreed to return the device for further analysis.